Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "waterfall" deformity of the mammary glands, capsular contracture, baker grade IV, and "in the upper pole of the right implant, there is an uneven shape defect and heterogeneity of the gel under it". The device has been explanted.